Manufacturer narrative:
On 4/21/2020, mentor became aware that under initial submission (field b5), it was mistakenly reported that "the patient underwent bilateral explantation on (B)(6) 2019 and replaced with mentor memorygel breast implants". It should have stated "the right side device was explanted, and replaced with catalog number: 350-5455bc; s/n: (B)(6) on (B)(6) 2019. The patient's left-sided device was left in-situ as the patient's symmetry was greatly improved after releasing her right-sided contracture." This supplemental report is for the patient¿s right-sided device. Manufacturer reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00517986. Device investigation summary: upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device. Gel was observed on the shell surface. Upon visual examination the device was ruptured. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances related to the reported complaint condition were identified. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: capsular contracture. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00517986. It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 455cc mentor memorygel breast implant and experienced postoperative left-sided ptosis and right-sided capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with mentor memorygel breast implants, the right side receiving a like device (serial number (B)(4)). This report is for the patient¿s right-sided device.